Event description:
The customer reported that the 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the graphical user interface (gui) printed circuit board (pcb).

Manufacturer narrative:
(B)(4).